Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead and right ventricular (rv) lead had dislodged after device generator change out. The patient reported feeling dizzy. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.